Event description:
During a rectum procedure, the staples would not hold. Leak test performed and leakage occurred. The surgeon had to perform the anastomosis again, therefore, the procedure time was extended. There was no pt consequence.